Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure e217 error code was confirmed. However, the reported failure no image was not confirmed. Based on the results of the investigation, a root cause could not be determined for the reported loss of image as the reported issue was not reproduced. In regards to the e217 error, it likely occurred due to a scope identification data error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image and displayed an e217 error code. The reported issues occurred during a diagnostic colonoscopy. There was a delay of less than 30 minutes and the intended procedure was completed with an olympus back-up device. There were no reports of patient harm.